Manufacturer narrative:
The insulin pump was received with a motor error alarm during the occlusion test and the device was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. The unit passed the displacement, rewind, basic occlusion, and no delivery tests. The motor passed the motor tests. No excessive "no delivery" error alarm was found. The unit alarmed unexpected restart error after a battery change due to a broken solder joint on the interface board. The following physical damage was noted: cracked casing at a display window corner, minor scratches on the lcd window, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that his insulin pump alarms unexpected restart error every time he changes the battery. The patient's blood glucose at the time of incident was 300 mg/dl. Troubleshooting was initiated for the unexpected restart issue. The customer confirmed that a temp basal was not programmed before the alarm. The insulin pump was not stored or out-of-use for an extended period of time either. Additionally, the customer mentioned that the device alarms no delivery and motor error every time he changes his infusion set. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. However, the device was able to rewind. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.